Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for investigation and evaluation. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. Flow rate accuracy testing was performed on a retain sample from the reported lot and determined that the flow rate was within specification. Information received for this complaint indicated that the pump was underfilled, which does flow faster than a nominally filled pump. The directions for use (1304458, rev. C) contains a caution statement: filling the pump less than nominal, increases flow rate. No adverse clinical event was reported. A review of the lot history found no confirmed complaints for fast flow for the reported lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the pump infused in two days instead of three. Patient complained of pain after second day and pump was found to be empty. No adverse clinical effects were reported.